Event description:
The trial pt was 1-2 hours post-op. He had no stimulation on the right side. There were some open circuits intra-operatively: #1, #4, #5, #11; they programmed around them. The pt was under "mac." Post-op impedances were all within range. The pt also had bleeding from the incision; the bleeding was being addressed by the healthcare professional. The pt was admitted to the hospital. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).